Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary received cadd-solis ambulatory infusion pump sn: 1301875. A visual and functional evaluation revealed no damage or malfunction. The ehl was reviewed. The customer reported problem could not be duplicated. Cassette lock working, and no error message found. Service history review identified this device has not been in for service previously. As a preventive measure the dso sensor and latch/lock flex sensor were replaced.

Event description:
It was stated that the pump was giving an error message¿ cassette not locked¿. Even though the cassette is locked, the pump continued to give this error message 240502-002693. There was unknown patient involvement and unknown patient harm.